Manufacturer narrative:
Upon completion of the investigation, it was communicated that the device is not available for investigation. However, since a lot number was provided a review of the device history records was performed and they confirmed that the device conformed to the required specifications prior to distribution. It should also be noted that this device was found to be non-insulated instrument. The use of non-insulated bipolar forceps in confined spaces (e.g. Tonsillectomy) may result in unintended contact with and possible injury to non-target tissue during the application of power to the forceps. The use of insulated forceps is recommended for such procedures. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the pt's lip was burned during a tonsillotomy. It was a third degree burn on the right side edge of the mouth.